Manufacturer narrative:
(B)(4)

Event description:
It was reported that "during the night shift, I noticed bloodstains on a cloth near the patient. At first glance, it looked as if it had bled from the central venous catheter insertion site and they wanted to protect the bed from getting dirty. However, when I noticed fresh blood on my gloves while manipulating another installation, I took a closer look at the cvc. I noticed that the blood was not coming from the insertion site, but that there was a hole in the cvc from which blood and infusion fluid were flowing out." The cvc had to be removed and two new peripheral venous accesses had to be established for the medication. The patient did not lose any significant amount of blood in the process. There was no consequence to the patient. No medical intervention required. The patient's current condition is reported as "fine".

Event description:
It was reported that "during the night shift, I noticed bloodstains on a cloth near the patient. At first glance, it looked as if it had bled from the central venous catheter insertion site and they wanted to protect the bed from getting dirty. However, when I noticed fresh blood on my gloves while manipulating another installation, I took a closer look at the cvc. I noticed that the blood was not coming from the insertion site, but that there was a hole in the cvc from which blood and infusion fluid were flowing out." The cvc had to be removed and two new peripheral venous accesses had to be established for the medication. The patient did not lose any significant amount of blood in the process. There was no consequence to the patient. No medical intervention required. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4). The actual device was not returned; however, the customer provided one photo for analysis. The complaint of a hole in the cvc from which blood and infusion fluid were flowing out was able to be confirmed by the photo. The image shows blood leaking out from the catheter body. Sutures were also observed along the proximal end of the catheter body and juncture hub. A complete visual inspection could not be performed as no sample was returned for analysis. The instructions for use (IFU) provided with this kit warns the user, "do not secure, staple and/or suture directly to outside diameter of catheter body or extension lines to reduce risk of cutting or damaging the catheter or impeding catheter flow. Secure only at indicated stabilization locations." Without the device to evaluate, the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.